Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the sensing and capture thresholds on the right ventricular lead could not be obtained. Chest x-ray and fluoroscopy confirmed the lead had dislodged and pulled back into the atrium. The lead was explanted and replaced. The patient was in stable condition.